Event description:
Discrepant results when compared to a lab. The reported device result was 7.3 inr with a repeat of 2.8 inr. The corresponding lab result reported was 5.3 inr. The pt's coumadin was held.